Event description:
Customer's mother reports that customer experienced keypad anomaly during bolus. It was reported that buttons froze, then numbers began to ramp up and down. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded act, up and down button on keypad trace. No unexpected numbers ramping and or frozen screen during testing. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.